Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, surgical incision, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database and the site that a patient was admitted with elevated flows.  The patient was presumed to have a suspected pump thrombus and underwent pump exchange on (B)(6) 2017.  At the time of the pump exchange, the site confirmed the presence of thrombus in the pump.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. Additional information received indicates that the patient also presented with hematuria and black tarry stools. Laboratory testing revealed an elevated lactate dehydrogenase (ldh) level, a hemoglobin (hgb) of 7.5, a hematocrit (hct) of 26.7 and platelets (plts) of 142. The primary investigator reported that the event was related to the study device and to the patient's condition and unrelated to the implant procedure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received indicates that the event was reported to have been resolved on (B)(6) 2017. The primary investigator reported that the event was related to the study device and possibly related to the patient's condition. (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via log analysis since log files were not provided for analysis. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump, thus confirming the reported "suspected thrombus" event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported event may be attributed to external factors such as thrombus formation/ingestion. Based on the available information, possible clinical factors that may have contributed to the reported event include the patient's past medical history and related comorbidities and possible issues with therapeutic anticoagulation and antiplatelet medications. Although the root cause of the reported event cannot be conclusively determined, there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received from the site include controller log file data confirmed the reported vad parameters changes. No further information has been provided. After further review of additional information received the following sections have been updated accordingly. The device was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via log analysis which revealed a rise in power consumption starting on (B)(6) 2017. Multiple high watt alarms have been logged since (B)(6) 2017. 1 low flow alarm was logged on (B)(6) 2017. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump, thus confirming the reported "suspected thrombus" event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported event may be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.